Event description:
During the implant procedure, the adaptor was connected to the lead and impedance was measured, however, abnormal values (greater than 10,000 ohms) were observed. The connection was checked again and several measurements of impedance were taken using a new snap-lid cable and a new external neurostimulator, however, no improvement was achieved. A new physician programmer was used, but electrodes 2,3, 4, and 7 all had abnormal impedances. The connections were checked again, and impedances remained abnormal. After disconnecting the adaptor and then measuring impedances, all measurements were normal. Therefore, a malfunction of the adaptor was suspected and the adaptor was replaced with another one. This resulted in normal measurements in all electrodes. There were no health hazards to the patient.

Manufacturer narrative:
Concomitant products: product ID 3708140, lot# njb137296v, product type extension; product ID 355031, lot# n383574, product type screening device; product ID 355031, lot# n383611, product type screening device. (B)(4).